Event description:
Boston scientific received information that during a patient follow up, the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling lightheaded. Attempts to interrogate the crt-d were unsuccessful. An external EKG was performed and no pacing was observed; however the patient had a slow underlying rhythm. A revision was performed and this crt-d was explanted and successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported. The field representative was notified of the issue and also attempted to interrogate the explanted device. A message appeared on the programmer screen reporting out of range telemetry. The crt-d will be returned for laboratory analysis as it is suspected that the device experienced premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted tool marks on the header and on the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.